Manufacturer narrative:
Additional contact - (B)(6). Device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump is alarming no disposable; pump will not run alarm. Settings reviewed (resolution volume 59.9ml, rate 2.8ml/hr, given 71.15ml). Troubleshooting was performed and now the pump won't power on. The event occurred while in use with the patient. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
No product returned to verify or replicate the complaint. No photographic/diagnostic evidence of complaint provided by the customer. Therefore, the customer complaint was not duplicated. Based on a review of service history and information provided by the customer we are unable to determine the cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.